Event description:
A malfunction alarm was reported, identified by the code malf 0, with no notable events occurring prior to it. There was no reported adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer contacted technical support, which provided information to reset the pump, resulting in the malfunction not recurring. The customer was advised to continue using the pump and to report back if the problem reappeared, and they acknowledged the guidance.